Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device and trend analysis. No device problem was found or detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the patient was transferred to the transplant unit on (B)(6) 2026 with a medline foley catheter in place, which was noted to be draining appropriately. The reporter observed the patient on (B)(6) 2026 with the medline foley continuing to drain without difficulty. On (B)(6), the foley collection bag was noted to have no urine output. A bladder scan performed by nursing staff showed approximately 400 ml in the bladder. The nurse removed the medline foley catheter using a slow, rotating motion, and no urine drained during removal. Upon inspection of the removed catheter, the reporter documented that there were no kinks, no sediment, and the eyelets were open. A bard coude foley catheter was then inserted by nursing staff, and approximately 400 ml drained immediately. The bard foley continued to drain appropriately thereafter. The patient had preexisting conditions and had been using foley catheters intermittently post surgery due to these issues. Increased abdominal pressure was present prior to foley use and was attributed to other conditions.

Manufacturer narrative:
According to the facility, the patient was transferred to the transplant unit on (B)(6) 2026 with a medline foley catheter in place, which was noted to be draining appropriately. The reporter observed the patient on (B)(6) 2026 with the medline foley continuing to drain without difficulty. On (B)(6) 2026, the foley collection bag was noted to have no urine output. A bladder scan performed by nursing staff showed approximately 400 ml in the bladder. The nurse removed the medline foley catheter using a slow, rotating motion, and no urine drained during removal. Upon inspection of the removed catheter, the reporter documented that there were no kinks, no sediment, and the eyelets were open. A bard coude foley catheter was then inserted by nursing staff, and approximately 400 ml drained immediately. The bard foley continued to drain appropriately thereafter. The patient had preexisting conditions and had been using foley catheters intermittently post surgery due to these issues. Increased abdominal pressure was present prior to foley use and was attributed to other conditions. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.